Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06573. It was reported, the pt complained of discomfort at the ipg site. The pt stated the discomfort is present whether the stimulation is on or off. It was also reported, the pt does not have effective stimulation coverage of his pain areas. An sjm rep met with the pt and a diagnostic of the scs lead revealed high impedance for some of the electrode contacts. The pt has a consult with an orthopedic surgeon. Surgical intervention may be undertaken at a later date.